Event description:
It was reported that the programmer took "multiple minutes" to boot up and that the screen remained blank for extended periods of time. Follow-up determined that the programmer did need to be changed out during a clinic due to the long periods that the screen remained blank. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen does cut out and it was further noted that it was when its assembly was moved or tapped on. The display assembly was found to have corrosion on its flex cable, xy board, liquid crystal display and case and therefore the display assembly was replaced. Analysis further noted that the printer drawer paper guide was broken off, the lower case and power cord bay were marked up, the keyboard was broken and the system fan was noisy, and additionally the radiofrequency transceiver threaded post was damaged during repair. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).